Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that seven years following a cataract extraction with intraocular lens (iol) implant procedure the lens has nano-glistenings (increased density) and is yellow in color. Uncorrected visual acuity has decreased in the last four years.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This supplemental medical device report (smdr # 02) is being filed to correct the PMA/510k date on the prior submitted initial MDR: upon further review of this case, it was learned that the initial MDR PMA/510k date submitted as 05/24/2018 was in error. The correct date is 07/17/2018. The manufacturer internal reference number is: (B)(4).